Manufacturer narrative:
A ge service rep performed an on site investigation. The power motor relay board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 9800 system lift will not go up when the button is pressed. This was outside a procedure. No pt injury was reported.